Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pocket revision for unknown reason. No device malfunctions were noted. The implantable cardioverter defibrillator remains implanted and in use. The patient condition was stable before, during, and after the procedure.